Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during an unspecified procedure involving a lesion in an unspecified location, deflation difficulties were encountered. Following the second inflation, the maverick balloon only partially deflated. The physician experienced difficulty moving the balloon catheter within the artery. The pressure reached on the initial inflation is unk. The balloon was slightly damaged during removal. The device was successfully removed from the pt. No pt injuries or complications were reported. Additional info was requested.